Manufacturer narrative:
H3: the concerto coil was returned within the introducer sheath. The introducer sheath was found correctly assembled on the pusher with the wave-lock at the proximal end. The pusher was found to be bent at ~ 23.1cm out of the introducer sheath and at ~ 110.8cm within the introducer sheath from the proximal end. The implant coil was not returned for analysis. No other anomalies were observed. The concerto coil could not be used for resistance testing with an in-house catheter due to its damaged condition. The concerto implant coil was not returned for analysis. In addition, the pusher was found bent. However, the cause of the damage cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the concerto coil (lot# 224129557) found the concerto coil returned within the introducer sheath. The introducer sheath was found correctly assembled on the pusher with the wave-lock at the proximal end. The pusher was found to be bent at ~ 23.1cm out of the introducer sheath and at ~ 110.8cm within the introducer sheath from the proximal end. The implant coil was broken off the distal end of the pusher and not returned for analysis. No other anomalies were observed. The concerto coil could not be used for resistance testing with an in-house catheter due to its damaged condition. The concerto implant coil was not returned for analysis. In addition, the pusher was found bent. However, the cause of the damage cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil was stuck in the catheter. The coil was replaced to continue the procedure. There was no harm or injury to the patient. Additional information was received that the catheter resistance was in the middle section of the catheter. The coil came out of the introducer sheath smoothly. There was no kink/damage observed to the coil or catheter after removal. The catheter was not a medtronic product.